Event description:
It was reported that this patient on peritoneal dialysis (pd) was in the hospital. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd and had a pd culture obtained. The nurse stated the pd culture grew the bacteria pseudomonas aeruginosa. The patient initiated on antibiotics therapy with one dose of cefazolin and ceftazidime intra-peritoneal. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. Per the nurse, the patient received antibiotics (unknown medication) while hospitalized. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse was not able to identify the exact cause of the event. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. It was reported the peritonitis may have been related to a breach in aseptic technique as multiple family members assist the patient with pd treatments.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information:d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 9000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd)was in the hospital. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd and had a pd culture obtained. The nurse stated the pd culture grew the bacteria pseudomonas aeruginosa. The patient initiated on antibiotics therapy with one dose of cefazolin and ceftazidime intra-peritoneal. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. Per the nurse, the patient received antibiotics (unknown medication) while hospitalized. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse was not able to identify the exact cause of the event. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. It was reported the peritonitis may have been related to a breach in aseptic technique as multiple family members assist the patient with pd treatments.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, the event may have been related to a breach in aseptic technique due to different patient contact¿s assisting in pd therapy, as the patient¿s nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd)was in the hospital. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on 16/jun/2021, the patient was seen in the outpatient pd and had a pd culture obtained. The nurse stated the pd culture grew the bacteria pseudomonas aeruginosa. The patient initiated on antibiotics therapy with one dose of cefazolin and ceftazidime intra-peritoneal. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. Per the nurse, the patient received antibiotics (unknown medication) while hospitalized. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse was not able to identify the exact cause of the event. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. It was reported the peritonitis may have been related to a breach in aseptic technique as multiple family members assist the patient with pd treatments.